Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g1, g2, h3, h6.

Event description:
Device has been explanted

Event description:
Patient reported a left side deflation and noise. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two curved openings, wear abrasion and fold creases. A microscopic analysis and leak test were performed which identified one sharp opening and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. One opening striated in the side posterior assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation and noise. Device remains implanted.